Event description:
The customer generated an architect ca 125 result of 40 u/ml. The sample tested at 120 and 124 u/ml at a sister hospital and at 141.3 u/ml at another lab. No suspect results were reported from the lab. There is no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Manufacturer narrative:
Assay (accuracy) performance was evaluated by analyzing three in-house panels of known concentrations of ca 125 analytes with architect ca 125 ii assay reagent lot 13523m500. All of the materials utilized in testing were from in-house stored materials. A single replicate of each panel was tested on one architect isystem platform. All results met specifications (acceptance criteria: each panel replicate must meet the following criteria: panel 1: 26.2 - 51.9 u/ml, panel 2: 108.2 - 214.7 u/ml, panel 3: 392.3 - 778.8 u/ml). The results demonstrate that the assay can accurately detect a known concentration of ca 125. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect ca 125 ii assay package insert contains information to address the customer's current issue. Based on this investigation, we have concluded that the architect ca 125 ii assay is performing acceptably. A product malfunction was not identified.